Event description:
It was reported that a pt underwent a myomectomy procedure on (B)(6) 2010. The surgeon connected the handpiece to the motor drive unit and stepped on the foot switch. The handpiece would not run and the motor drive unit made a noise. The surgeon removed the myoma out from incision which was 3 cm long. The myoma size was about 4 cm. The procedure was completed with no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (Insufficient drive of disposable). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.